Event description:
Procedure type: nissen. According to the reporter: the end of the grasper, the roticulating end above the grasper, broke. It looks like lining peeled off during the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).